Event description:
It was reported that serious injury occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. Post index procedure the patient was monitored in the cardiovascular recovery unit and was noted to have asymptomatic soft blood pressure readings consistently in the upper 80's. The patients home blood pressure readings are typically 112-118. The patient received an intravenous fluid bolus of 500ml. A focused echocardiogram was performed and there was no evidence of a pericardial effusion. The event is resolved and the patient was discharged the same day of the index procedure. The physicians believe the hypotension was caused by the anesthesia given during index procedure.